Manufacturer narrative:
One fogarty catheter was received by our product evaluation laboratory for a full examination. As received, the proximal bushing and windings had slipped distal on the catheter tip. Both windings were intact. The balloon was received inverted over the catheter tip. It was then returned to its original position. However, it was found ruptured in the central area. The latex edges did not match at the ruptured location. No other visible damage was observed from catheter. Through lumen was patent without leakage or occlusion. Further investigation was completed by the engineers in the manufacturing site. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Based on further engineering investigation performed, a product risk assessment was generated earlier to address the balloon rupture with fragmentations for thru-lumen models and based on the available information it cannot be confirmed that this complaint is associated to a manufacturing/design defect. Additionally, the units go through a balloon integrity and winding inspection as part of the catheter manufacturing process. Nevertheless, an acknowledgment was provided to the manufacturing personnel regarding this condition. Per the instructions for use: "balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures." And "to minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation and pull force for each size catheter." Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during use in patient with this fogarty catheter, the balloon broke when trying to inflate it inside the vessel. The device been tested prior to use without problems. The issue was solved by replacing the catheter with a new one. There was no allegation of patient injury. Patient demographics were requested, but not available. The catheter was available for evaluation.